Manufacturer narrative:
Exact date unknown, event occurred in the year of 2019. Explant date: 2019. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16795969.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted.